Event description:
The customer reported to customer service that the power supply for her breast pump has exposed wires and would not power her pump. An injury was not reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she confirmed sparking form the exposed wires at the strain relief, but indicated that there was no fire, no flame, no melting, and no breach in the transformer housing. She also indicated that she wrapped the cord around the transformer housing during storage and that no injuries were sustained as a result of the issue. In summary, a breach in the insulation at the strain relief was present which could result in sparking. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) /2011. Activities related to this notification are on-going. Evaluation summary: a visual examination of the power supply revealed no deformations or breaches in the transformer housing. A visual examination of the cord revealed exposed wires at the strain relief. The power supply was plugged in and the voltage across the dc plug was measured at 0.28 vdc, which is not normal and indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured as open ohms, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 57.7 ohms, which is normal and indicates that the thermal fuse did not blow.